Event description:
It was reported that patient presented in clinic after experiencing fatigue. Upon evaluation, cardiac perforation by the patient's right ventricular (rv) lead was noted from the computed tomography (CT) scan. Echo performed identified pericardial effusion. The lead was explanted and replaced. The patient was stable.